Event description:
It was reported that there was a potential right atrial (ra) lead issue. A holter monitor was worn but the physician was unable to tell when the p-waves were paced or not. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).